Event description:
It was reported that the patient's manual transmission was not received in carelink and visible to the clinician. Technical services (ts) could see the transmission in the clinics queue, but for some reason it was not sent to their website. Ts escalated the issue for further investigation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's manual transmission was not received in carelink and visible to the clinician. Technical services (ts) could see the transmission in the clinic's queue, but for some reason it was not sent to their website. Ts escalated the issue for further investigation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: further review prompted a change in the device analysis results. The change is reflected in this report.